Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that infusion device displayed an occlusion error/alert message, which resulted in elevated blood glucose levels. The customer was admitted into the hospital and treated for hyperglycemia. The blood glucose results and treatment received at the hospital was not provided. It is unknown how long the customer was hospitalized.